Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead had a non-specific malfunction. Lead was capped and replaced. Patient is in good condition. No further information is available.